Event description:
It was reported that this left ventricular (lv) lead exhibited high impedances out of range, leading into the cardiac resynchronization therapy pacemaker (crt-p) triggering a lead safety switch (lss). Technical services (ts) recommended further evaluation. This crt-p system remains in service. No adverse patient effects were reported.